Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by abdominal pain, cloudy effluent and hypotension. The same day as event onset, the patient was hospitalized and began treatment with intravenous (IV) amikacin and IV vancomycin (doses and frequencies not reported). Two days after hospital admission, the patient passed away. The cause of death was reported as due to sepsis. It was not reported if an autopsy was performed. It was not reported if the peritonitis was resolved, prior to death. It was reported pd therapy was ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available.